Event description:
It was reported that pulse generator exhibited normal parameters at implant. The patient showed no improvement in symptoms and continued to experience atrial and ventricular fibrillation post implant. The device was explanted on (B)(6) 2014.